Manufacturer narrative:
Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had an intraocular lens (iol) implanted in both eyes about two weeks ago had decreased vision in the left eye even though the vision of the right eye had been good enough. The patient also complained about white haze in both eyes and it had made their life difficult. The patient is a 65 year old female with history of lasik surgery, but there had been no problems with the cornea and fundus. Through follow-up we learned that the patient experienced the initial symptoms about two weeks post-surgery. The iol was initially implanted on november 21st and was explanted on december 5th during which iol model dcb00v was implanted. Patient's visual acuity was 0.5 after the dfr00 iol implantation and now it is 1.2 post new iol implantation. No further details provided. A separate report was submitted to capture the iol implanted in the patient's left eye.